Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead had atrial undersensing during normal sinus rhythm (nsr). The lead appears to sense appropriately during episodes of atrial flutter and the physician elected to leave the lead in use with no actions taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.